Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 62 mg/dl, 124 mg/dl and 42 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated she went to the hosp to test on their system and 30 minutes later a result of 51 mg/dl was obtained on her aviva system compared back to back within 10 minutes of a 497 mg/dl result on the hospital system. Reporter stated she had been self-treating with orange juice, candy, and other foods all day prior to this. Reporter stated she took her normal dosage of januvia on her own when she arrived home. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.